Event description:
The customer reported that the insulin pump got stuck in a priming loop. Attempted to troubleshoot, but the insulin pump alarmed during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.